Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3011050570-2024- 00336 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the soltive premium superpulsed laser system powered up and it arced and flames came out the back with smoke. The issue occurred during an unspecified procedure. There were no reports of patient harm.